Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 260-300 mg/dl. Additionally, it was reported that the control iq software did not accurately increase insulin delivery. Additional information regarding the reported issue was not provided. Multiple attempts were made to follow up with the customer; however, no response was received.